Manufacturer narrative:
The returned product was evaluated and a puncture was found in the soft cannula. The adhesive pad, bottom housing, and hard cannula were also inspected and no additional defects were noted. If this puncture occurred prior to removal of the device, it may have caused the reported skin irritation. In addition, the damage to the cannula would reduce the ability of the device to deliver insulin subcutaneously and could contribute to the patient's reported high blood glucose levels. The data extracted from the device produced an occlusion alarm code with an alarm time of 48 hours and 51 minutes. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 24.4 mmol/l (440 mg/dl) while wearing the pod longer than 48 hours on the abdomen. The pod generated an occlusion alarm and the patient reported irritated red skin.